Event description:
It was reported that the device kept switching off during patient use. The patient was in cardiac arrest with no signs of life. The patient's outcome was not reported.

Manufacturer narrative:
(B) (4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by cfr 803.56.